Event description:
Customer reports post surgery, general anesthesia for bladder tumor, patient was extubated in pacu, when patient began to desaturate. Airlife resuscitator used to manually expand lungs, but patient continued to desaturate. A second bag was used and at this time it was found that the relief or pop off valve had stuck on the 1st and 2nd bag, thus over expanding patients lung, not allowing patient to exhale. A third bag had the same issue. Pt sustained bilateral pneumothoraces.

Manufacturer narrative:
The product sample was received and evaluated both visually and functionally according to our inspection procedures and was found acceptable. Therefore, we were unable to confirm the reported issue. The product in this report does not contain a relief or pop off valve as reported by the customer. The device history record for the lot reported was evaluated for any issues related to this report and no issues were observed. The product was manufactured, inspected and released in accordance with our internal procedures.